Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the right ventricular (rv) pace/sense lead had oversensing occurring between the tip of the lead and the coil of another rv lead. The sensing polarity of the lead was reprogrammed and the oversensing resolved. The lead remains in use. No patient complications have been reported as a result of this event.